Manufacturer narrative:
The console was not returned for analysis; however, a field service engineer (fse) perform an evaluation of the console onsite. The fse identified that the light path adjustment of the console was needed thus confirming the reported event. After adjusting the light path, the console worked as intended. No component replacement was required. Adjusting the light path is part of the activities performed by the fse considered as preventive maintenance.

Event description:
It was reported that during the procedure an optical path deviation was found. There was no patient complication due to the reported event; however, the procedure could not be completed. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation status unknown.